Event description:
The patient had bilateral breast augmentation with silicone gel implants. From 1984 - 1986 the patient had several bladder infections. She then developed polyarthralgia and myalgia complaints. Developed were symptoms of shortterm memory loss and night sweats. The patient had bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.